Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver fractured with the implant approximately fifty percent deployed. The fractured piece of the driver was lodged in the top of the implant and could not be removed. The physician reattached the inserter to the implant and was able to extract it. A new driver and implant were opened, and the case was successfully completed. It was noted that there to be osteophytes obstructing deployment. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
Section a. Patient information: no additional available despite good faith efforts. The returned driver was analyzed and visual inspection confirmed that both of the tips were completely sheared off. The damage was sufficient to prevent functional testing. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: no additional available despite good faith efforts. The returned driver was analyzed and visual inspection confirmed that both of the tips were completely sheared off. The damage was sufficient to prevent functional testing. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver fractured with the implant approximately fifty percent deployed. The fractured piece of the driver was lodged in the top of the implant and could not be removed. The physician reattached the inserter to the implant and was able to extract it. A new driver and implant were opened, and the case was successfully completed. It was noted that there to be osteophytes obstructing deployment. No additional information or clarification regarding the break could be obtained despite good-faith efforts.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Section a. Patient information: no additional available despite good faith efforts. The returned driver was analyzed and visual inspection confirmed that both of the tips were completely sheared off. The damage was sufficient to prevent functional testing. A review of the instructions for use (IFU) was performed, it states to avoid application of excessive stress on instrumentation. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use, confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression system (ids) implant procedure, the driver fractured with the implant approximately fifty percent deployed. The fractured piece of the driver was lodged in the top of the implant and could not be removed. The physician reattached the inserter to the implant and was able to extract it. A new driver and implant were opened, and the case was successfully completed. It was noted that there to be osteophytes obstructing deployment. No additional information or clarification regarding the break could be obtained despite good-faith efforts.